Event description:
The customer observed some leaking around the syringes on the architect c4000 analyzer. It was noted that the customer had not been to training. Service replaced the 1 ml syringes as a precaution and it is thought that a loose connection is what caused the issue. There was no reported impact to patient management or user safety.

Manufacturer narrative:
Complete information for correction/removal number: rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version (B)(4).